Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to power on. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. The cause of the charger/modem not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection have been accelerated through rough handling. No adverse event resulted from the defective components. The patient received a replacement charger/modem.